Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device is not passing self test. There was no patient involvement.

Manufacturer narrative:
Additional information: customer later stated that they wrongly called in the case, the device was working and there was no problem observed.